Manufacturer narrative:
Evaluation: the active cord involved in this report was not included in the return. However, the medical facility provided a photograph of the active cord and what is presumed to be the nurse's medical glove that was worn at the time of the event. The active cord exhibits a severed area near the accessory connection end. The inner cord wires have severed completely at this area, but full cord separation has not occurred. The only section remaining intact is a small section of the cord's outer coating. From the photograph, we confirmed the medical glove exhibits a small blackened area. The photograph does not suggest a break or other type of damage to the medical glove occurred. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. The report of a burn to a user's hand represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a precaution located in the instructions for use booklet indicates that any electrosurgical accessory constitutes a potential electrical hazard to the pt and operator. Fulguration and burns are listed as possible adverse effects in the instructions for use for this product. The cook endoscopy universal active cord is a reusable product that is connected to the electrosurgical power unit at one end and the endoscopic accessory at the other end. The active cord allows the flow of electrosurgical power supplied by the electrosurgical power unit. The active cord is reusable provided that the device integrity remains intact. The instructions for use direct the user to visually inspect the product before use with particular attention to damaged insulation or connectors. If an abnormality is detected that would prohibit proper working conditions, the user is instructed not to use the product. The instructions for use direct the user to store the active cord in a loose coil. Wrapping the active cord tightly may damage the device. If electrosurgical power is applied to an active cord that is damaged (i.e. Kink, bend, void in outer coating) by activating the electrosurgical power unit, this could cause further damage to the cord such as a severed area of the active cord. If the user's hand is in direct contact with the active cord near the damaged area when electrosurgical power is applied, a burning sensation or burns to the contact area are likely to be encountered. Prior to distribution, all valley-lab active cords are subjected to a visual and functional inspection to ensure device integrity. A review of the device history records confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The report of a burn to the user's hand represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for the procedure, a cook endoscopy universal active cord was connected to the electrosurgical power unit. During a pre-procedure check for functionality, the nurse reported that the active cord felt like it was melting from the inside out and then broke into two sections. A burn to the nurse's hand occurred. A precautionary medical follow-up on the nurse was conducted as part of the medical facility's normal procedure. The medical facility confirmed the reported burn to the nurse's hand did not require medical attention.